Event description:
During a pulmonary vein isolation (pvi) procedure a farawave catheter was selected for use. The patient experienced st segment elevation was during ablation of the right pulmonary vein. This finding was noted at the conclusion of the procedure. Initial clinical suspicion pointed to spasm caused by pulsed field ablation (pfa); however, cardiac catheterization did not confirm the presence of spasm. Administration of nitroglycerin revealed no therapeutic effect. The possibility of air embolism was considered unlikely by the treating physician, given that the st elevation persisted for more than 30 minutes. The physician noted that while pfa may have contributed to the event, sedation with precedex could also have played a role.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
During a pulmonary vein isolation (pvi) procedure a farawave catheter was selected for use. The patient experienced st segment elevation was during ablation of the right pulmonary vein. This finding was noted at the conclusion of the procedure. Initial clinical suspicion pointed to spasm caused by pulsed field ablation (pfa); however, cardiac catheterization did not confirm the presence of spasm. Administration of nitroglycerin revealed no therapeutic effect. The possibility of air embolism was considered unlikely by the treating physician, given that the st elevation persisted for more than 30 minutes. The physician noted that while pfa may have contributed to the event, sedation with precedex could also have played a role.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.